Event description:
It was reported that the physician saw several episodes of oversensing with inappropriate shocks. The episodes looked like a lead defect on the ventricular channel. The system was explanted and replaced.

Manufacturer narrative:
Na